Event description:
It was reported the xenon light source had water intrusion inside of the device and liquid adheres to the substrate. The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. From the results of evaluation, the following was identified in relation to the associated device: minor scratches on the top cover and crack on the front panel mouth (device acceptable for use); device made a "different" sound when in use - led to be due to a clogged fan air vent (due to dust - air vent needed cleaning); worn out air joint connector "u" causing an air leak; illumination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not reproduced, and therefore, no further cause of the event could be presumed. Olympus will continue to monitor field performance for this device.